Event description:
It was reported that the user experienced difficulties completing ilet setup and pairing with the libre 3+ sensor, including inability to generate a pairing code, repeated connection attempts with an elevated blood glucose of 277 mg/dl. Customer care agent assisted with bluetooth toggling, pump restart, and subsequent sensor errors that required sensor replacement. After warmup completed with a new sensor, a glucose value populated on ilet, weight was entered, and the system was set to bionic with insulin delivery resumed. Investigation of this case revealed a sensor connectivity and error condition that initially prevented ilet from receiving glucose data and delayed insulin delivery until a new sensor completed warmup and the system transitioned to bionic. No clinical symptoms associated with hyperglycemia reported. Outcomes included successful restoration of insulin delivery without medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.